Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 with flap striae and patient reported blurred vision in left eye for the past 11 days. Surgeon reported visual acuity for right eye is 20/20 and for left eye is 20/30 uncorrected. Best corrected visual acuity in left eye is 20/20-2. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision (decreased visual acuity) and foreign body sensation 9 days post treatment. Patient reported symptoms are not interfering with daily activities. Patient had a secondary surgical intervention on (B)(6) 2015. Bcva from (B)(6) 2015: right eye pre-op 20/20 -6.00 x -.25 x 24, left eye pre-op 20/20 -5.75 x -.25 x 141. Bcva from (B)(6) 2015: right eye post-op 20/20 .00 x -.50 x 10, left eye post-op 20/20 -.25 x -1.00 x 15.